Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. It was reported that after a ventral hernia procedure where this device was implanted, the patient experienced removal, infection and chronic draining sinus. The product was used for therapeutic treatment of a ventral hernia. After the original procedure, additional potentially related procedures were performed, including excision.

Manufacturer narrative:
Additional information received shows that this product event is a duplicate of another issue reported under regulatory report # 9615742-2017-05362. This file will be closed and all further updates processed under the above-referenced report. If information is provided in the future, a supplemental report will be issued.